Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Tip is broken in 2 pieces, between handle and active part. No part missing; no smooth breakage, melted. Breakage due to thermal influence, misuse possible. Unused product passed safety and mechanical test. No fault found on unused product.

Event description:
In this event a customer reported that three eddy irrigation tips broke; no injury resulted.